Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and infection ('infection w/IV antibiotics- yes') in an adult female patient who had essure (batch no. A88187-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), infection (seriousness criterion medically significant), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and ovarian cyst ("right ovarian cyst"). The patient was treated with surgery (total laparoscopic hysterectomy and right-salpingo-oophorectomy and left salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, infection, dysfunctional uterine bleeding and ovarian cyst outcome was unknown. The reporter considered dysfunctional uterine bleeding, infection, ovarian cyst and pelvic pain to be related to essure. The lot number reported (a88187) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pif received: reporter added. New event- infection added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. A88187-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and ovarian cyst ("right ovarian cyst"). The patient was treated with surgery (total laparoscopic hysterectomy and right-salpingo-oophorectomy and left salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysfunctional uterine bleeding and ovarian cyst outcome was unknown. The reporter considered dysfunctional uterine bleeding, ovarian cyst and pelvic pain to be related to essure. The lot number reported (a88187) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (batch no. A88187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and ovarian cyst ("right ovarian cyst"). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysfunctional uterine bleeding and ovarian cyst outcome was unknown. The reporter considered dysfunctional uterine bleeding, ovarian cyst and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: mr received: case was upgraded to serious incident. Event injury was replaced with event pelvic pain female. Events dysfunctional uterine bleeding, recurrent right ovarian cyst were added. Reporter added. Essure removal date and surgical details were added. Lot number added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.